Event description:
Initial info was received on (B)(6) 2011 from a dentist. A (B)(6) male pt, with relevant history of dental filling placement to the lower right primary molars, was administered duraphat 50 mg/ml dental suspension to the same area once in late (B)(6) 2011. A thin layer of the product was applied to both teeth. The pt and his mother were instructed that he should not chew food for four hours following the application, but he consumed a croissant and experienced vomiting and diarrhea. The events occurred four hours after application of the product. Initially, the vomiting reoccurred in five minute intervals and the diarrhea reoccurred in fifteen minute intervals. His parents contacted his pediatrician, who advised that a stool analysis should be performed. This was done the next day and the results, collected two days later, were normal. The reporter felt that the events were considered medically important and were not related to use of the product, proposing food poisoning as an alternate cause of the events. At the time of the report, the pt had recovered, as he was doing fine twelve hours following the initiation of events. This case has been assessed as follows from the initial info received (B)(4) 2011: vomiting (vomiting) - serious and unexpected, diarrhea (diarrhea) - serious and unexpected. This assessment was made due to the nature and combination of adverse events presented throughout the case. Company comment: the reporting hcp considered the event unrelated to the product and noted food poisoning as an alternative explanation for the events.